Event description:
The customer reported that during resuscitation, the unit was fired twice at 360 joules. On the third charge, 360 joules was selected but the unit would only reach 278 joules.the screen blanked, then showed "circuit failure." As the pt was in asystole, no further shocks were given.